Manufacturer narrative:
E1- facility address: no. (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an abnormal image issue, which is flickering, and the event occurred during service/maintenance. There were no reports of patient involvement.